Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that the physician couldn¿t advance the wire through the subject microcatheter and he thought there was a problem with inner coating of the microcatheter. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported catheter difficulty advancing guidewire and catheter ptfe (polytetrafluoroethylene) inner lining peeling cannot be determined.

Event description:
During the procedure, it was reported that the physician couldn¿t advance the wire through the subject microcatheter and he thought there was a problem with inner coating of the microcatheter. No clinical consequences reported to the patient.